Event description:
(B)(4) - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. Two mitraclips were successfully implanted, reducing the mr to grade 1+ and trace. On (B)(6) 2024, recurrent mr grade 3+ was noted. Per physician, the event was not serious. There was no additional or unplanned hospitalization and no medical intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unrelated mitral regurgitation was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional, downgrading information was received:per physician, the recurrent regurgitation was unrelated to the device. There was no malfunction. There was no serious injury associated with the device.